Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 598 mg/dl at the time of incident and did not feel okay to trouble shoot. It was unknown that the customer was using auto mode feature on insulin pump or not. Customer declined to trouble shoot high blood glucose. The insulin pump will not be returned for analysis.